Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual inspection was performed. Implant observed to be fractured stuck inside the trephine tool. Fractured screw observed inside the implant. DHR review was completed for the subject lot number 1286709. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286709 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. D10: concomitant medical product: zfx11-zb-tsv-3547-el, zfx, gentek tibase, tsv/tm engaging, 3.5mmd x 4.7mmh, lot: 2120037732.

Event description:
It was reported, after follow up, during a check up, dentist detected implant was fractured at the collar and the screw was fractured at the thread part inside the implant. Implant was removed completely. Patient referred pain and inflammation. During removal, the implant removal tool and the trephine fractured. Patient was treated with bonegraft and suture, and will wait 6 months to regenerate. This report refers to implant fracture.